Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective cable unit, however, the exact cause of the defect could not be specified. It likely the cable failure occurred due to one of the the following; the cable pins on the connector are too small for the shield cables (shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins on the connector), the shield groups soldering joints are too weak to withstand the forces within the cable, the sealing compound within the connector does not seal the soldering joints and bare contacts completely against steam resulting in corrosion, the cables/soldering joints were under stress during the manufacturing process which lead to premature damage, and/or the soldering process used at the time of manufacturing was out of date. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged video cable was discovered and caused the reported green image. Additionally, the fiber bonding material was damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the image on his olympus endoeye video telescope was experiencing imaging issues during procedure preparation. According to the initial reporter, the image was green. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.